Event description:
Per the clinic, the patient experienced tinnitus and pain near the implant site,resulting in device non-use. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4).